Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR reports: 1627487-2014-03408, 1627487-2014-03409, and 1627487-2014-03410. The patient had 2 supra-orbital (off-label) model 3156 scs leads and 2 occipital (off-label) model 3163 scs leads. The occipital leads have the same lot number. The patient also had 2 scs extensions with the same lot number. It was reported the patient's scs leads and partial segments of her scs extensions were explanted on an unknown date due to a possible infection at the lead/extension sites. It was also reported the remainder of the scs extension was explanted on (B)(6) 2014 and new leads and extensions were implanted.